Event description:
The patient underwent a rotator cuff repair in 05. Post operation, a 2.5 inch segment of soaker catheter broke during the removal by the doctor and was left in patient. The segment was surgically removed 6 days later; the doctor's office stated the the patient did well during the removal.